Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and supris were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 along with concurrent perineorrhaphy, posterior gynecare prolift, supris sling placement due to grade 4 rectocele. It was reported that the patient underwent (unspecified) ¿suprapubic laser cut sling¿ placement on (B)(6) 2008.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that patient underwent mesh implant on (B)(6) 2008 and (B)(6) 2008. The patient underwent mesh replacement on (B)(6) 2008.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and supris were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.